Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off and the white line of the insertion tube was gone due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. The bending section cover bonding was missing. Water tightness was not maintained due to holes in the insertion tube due to external factors. Wrinkles were found in the insertion tube due to external factors. The flexible tube of the insertion section was crushed due to external factors. The universal code was collapsed due to external factors. The video connector case was cracked due to external factors. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the insertion guide tube on the visera tracheal intubation videoscope had peeling coating. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the insertion guide cover had disappeared and the insertion guide coil coating was peeling off. This report is to capture the reportable malfunctions of the insertion guide cover had disappeared and the insertion guide coil coating was peeling off noted at estimation.